Event description:
It was reported that prior to a scheduled device upgrade procedure, a loss of capture was observed on the atrial lead. No patient symptoms were reported. X-ray imaging revealed that the lead had dislodged. The lead was explanted and replaced during the planned procedure. The patient was noted to be in good condition following the event.

Manufacturer narrative:
(B)(4).